Event description:
Healthcare professional (hcp) reported a patient was injected in the ¿dark circles¿ with one syringe of juvéderm® volbella¿ with lidocaine and in the ¿lips¿ with one syringe of juvéderm® volbella¿ with lidocaine. Approximately 3 months post injections, patient presents late granulomas. Biopsy was not provided. The patient was treated with corticosteroids. The events are ongoing.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.